Event description:
Caller reported a cgm error, identified specifically as error 42. There was no adverse impact to the customer's blood glucose level. After consulting with customer technical support, which provided detailed instructions, the caller performed a pump reset. Following this reset, the cgm error did not reappear, and the caller was able to successfully start their sensor session.